Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 0.393" x 0.046" was found to be broken off and was not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the 8mm mega suturecut needle driver instrument's tip was broken. There was no fragment falling into the patient. No further information was provided.